Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the device had no power, the main printed circuit board (pcb) was contaminated. Analysis also noted that the test access label was missing, the output connector assembly was broken, the upper case was contaminated, the encoder was contaminated, four knobs were contaminated, the lower case was contaminated, the display was contaminated, the display frame was contaminated, the insulator label was contaminated and four case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no power. The epg was returned for service and subsequently tested out-o f-specification during manufacturers analysis. There was no patient involvement.